Event description:
It was reported that bd nexiva diffusics IV tubing leak. The following information was provided by the initial reporter: ¿bd 22g nexiva diffusics IV placed and found to have leak in "pig tail" at/near vent end (end that is accessed by flush) at initial placement.¿ 1. Are you able to provide the date of event in format dd-mmm-yyyy? 16-02-2024 2. Are you able to provide the batch/lot number? Unknown 3. Was issue being described noted before, or during used? During 4. Was there any patient involvement? Yes 5. Any adverse events or serious injury reported to patient or healthcare professional? No 6. What was the patient outcome? Unknown 7. Was there any delay of, or change in, the course of treatment due to this event? No 8. What procedure was being performed? Administration of IV fluids and IV access maintenance 9. What medication was used in the procedure? N/a 10. Was there any medical intervention due to this event? No.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. A complaint history record(chr) review could not be performed as no material and batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event.